Event description:
The customer tested her blood glucose using her contour meter and rec'd a reading of 80 mg/dl. She retested using another and rec'd a reading of 194 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was advised to return her test strips for eval.